Event description:
It was reported that the expiration date is missing on shelf pack and individual packaging of a bd swab alcohol. The following information was provided by the initial reporter: it was reported by the consumer, the expiration date was not on the box of alcohol swabs.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being manufactured in 2010 and files are retained for 7 years, no DHR review can be completed.